Manufacturer narrative:
The complaint device was manufactured at the angiotech (B)(4) facility which was purchased by argon medical devices in 2013. No discrepancies were noted in the finished goods device history record for the complaint lot. There were no samples in stock from the complaint lot number. The returned sample was examined under lighted magnification and no abnormalities were noted on the distal end of the wire. The proximal end of the wire, where the broken tip should be, exhibited a curvature to the side which indicated that the wire was hung on something or got hung up and was sheared off as in a needle or other item. The wire end also appeared to be "stretched" as if either a pulling force or push was applied after being caught and the tip separated. Attempts were made to contact the doctor to obtain additional information regarding this incident and to see if the patient had surgery to remove the wire. However, no additional information has been received as of the date of this report, august 6, 2015.

Event description:
Replacing the skater nephrostomy. The doctor used a gw. Tip of the gw (guidewire) fell apart. Now is the tip remains inside the kidney and the patient needs surgery.